Event description:
It was reported that the pump had a battery failure error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition with no appearance of any physical damaged. No battery led were found on keypad, when turn on pump smoke came out of power supply. Error history log review found no errors. The root cause of the reported issue was found to be the power supply does not operate as intended. Unable to determine, no physical or any other damaged was found on power supply. Actions were taken to mitigate the reported issue: replaced power supply. Performed preventative maintenance and all functional testing.